Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient came in for a refill. The expected reservoir volume was 3mls; the actual volume was 9 mls. The patient came in for 2 more refills; no information was provided for the second refill visit; however, on the third visit, all 18 mls was aspirated from the pump. The pump was replaced. There was no patient injury. The patient's pain control was better with the new pump. The pump was used to deliver morphine.